Event description:
On (B)(6) 2015 I was admitted to (B)(6) hospital in (B)(6) by my attending physician dr. (B)(6) for a uterine ablation. After performing laparoscopic surgery and discovering I have a bicornate uterus, she performed a hydrothermal uterine ablation. My family stated I was in surgery over 4 hours. As soon as I woke up I knew something was wrong as I had hot, watery fluids pouring out of me. I was released from the hospital and sent home. This continued to worsen and I called daily to be told it was normal. After about 2 weeks of agony, my doctor finally had me come in to tell me I had 3rd degree burns as far as her eye could see including vagina, cervix, and uterus, with possible bladder and bowel discharge. She stated the only way this could have happened was equipment malfunction in her opinion. I was sent to an oncologist due to the severity of my burns and had to have a complete robotic hysterectomy on (B)(6) 2016 due to the burns. I am still having complications and expect to be referred to an urologist next.